Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that balloon rupture occured. The target lesion was located in a moderately calcified and moderately tortuous vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries reported.